Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. Visual inspection was performed which noted the tube was separated from the y-connector. Further review identified minimal solvent residue was present on the tube. A dimensional analysis was performed on the tube and the y-connector and the components were conforming per specifications. The reported condition was verified. The cause of the issue was related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fissure at the distal end of a continu-flo solution set that caused medication to leak. The issue was detected during the premedication infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.